Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that pt met their manufacturer's representative (rep) at their healthcare provider's (hcp) office yesterday. Rep said the recharger was malfunctioning. Pt clarified the recharger is getting "red hot" in the middle of the cord on the box and the controller is getting hot. Pt stated the rep tested the equipment and verified the recharger cord is the one that is not working right. Pt added that since about a month ago, recharging the ins is "hit and miss" pt clarified it will start and stop working often during recharge. No symptoms were reported. A replacement recharger was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). Analysis of the recharger product ID 97755 , serial# (B)(6) found a no device found message and a failure of the rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.